Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon is having problems with the device. The sutures split and come undone. Patients come back a year later with complications and they have to go under reoperation.

Manufacturer narrative:
(B)(4). Patient information: the patient complication presented as a small irritation, thinning of the skin and/or a small ulceration on the undersurface of the skin flap as the suture comes to the surface. No further details regarding patient, product or procedure were provided by the reporter.